Event description:
It was reported that the customer stated that they were replaced the heater. Per follow up information received via task on 06dec2024, they confirmed heater had been faulty during a functional verification test. Heater has already been replaced, and device was back in service. No patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they were replaced the heater. Per follow up information received via task on 06dec2024, they confirmed heater had been faulty during a functional verification test. Heater has already been replaced, and device was back in service. No patient involved at the time of the malfunction.